Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The returned device was visually examined for any abnormalities and the following was observed: the crimped valve within sheath, one (1) strut protruding through sheath strain relief. Two (2) struts bent at inflow side. Frame distorted. Frame distorted at outflow side. The complaint of valve frame damage was confirmed based on the provided imagery and returned device. Available information suggests procedural factors (insertion angle, high push force) likely contributed to the event as the valve was dislodged from the delivery system and a bent strut was observed protruding through the sheath strain relief, per the event description and observations of the returned device. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-05822.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, the esheath+ was prepped per IFU. After right groin access was obtained via the normal process, the 14fr esheath had difficulty advancing. The angle of insertion was possibly steep. The sheath was removed and the 16fr dilator from the esheath+ kit was used. The 14fr sheath then advanced normally and was stitched into the groin. The 26mm delivery system and 26mm valve were prepped per IFU. A lot of resistance was met when the valve and delivery system were attempted to push through the sheath. Upon inspection under fluoro it was noted that a tine from the valve was bent in the sheath and sticking out of the side of the esheath. The valve had not fully left the hemostatic valves of the sheath. The delivery system was removed from the sheath. The valve remained in the sheath and the sheath was then removed. A new 26mm valve, sheath, and delivery system were prepped and the second set advanced and safely deployed. The patient had good pulses in the leg after the procedure. The site was perclosed and not further issues noted when the patient left the lab. The patient was noted to be stable and there was no harm to the patient. The perceived root cause of the event was that the esheath was totally hubbed against the patient's skin and none of the grey partially expandable part of the sheath was showing. The angle was probably too steep and the force of the valve was forced down instead of through the sheath.